Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer advised to perform calibrations and run the ventilator on a test lung. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref # (B)(4).